Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manufaturing process. At this point, co considers this matter closed. H6=batch record review.

Event description:
On 4/9, the pt obtained meter readings throughout the day on her meter of 39, 33, 32 and 30. Following each result, she consumed orange juice and ate a meal. Despite the low readings, she continued to take her normal dosage of insulin and is not on a sliding scale. At 8/p, the pt tested again on her meter with a result of 25 mg/dl. Because of this low reading, she went to the emergency room where at 9/p a laboratory blood glucose result of 456 mg/dl was obtained. She was treated with IV insulin and allowed to go home at 2/a. The pt is unfamiliar with and does not perform quality control tests which are designed to detect potential inaccurate results. The meter is allegedly cleaned correctly, however, not at the recommended frequency of one per week.